Event description:
It was reported that during preventative maintenance the cardiosave intra-aortic balloon pump (iabp) unit had a chassis leakage that is beyond acceptable limit. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device/10: acquiring information on the status of unit. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site.

Event description:
N/a.

Manufacturer narrative:
To fix the issue, the fse cleaned the lug and tightened the connections, and the confirmed that the chassis leakage returned to an acceptable value. Unrelated, the fse replaced a broken assembly,upper panel, label, patient connector, label, trainer on - off, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. A contact person at the event site is (B)(4).

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, component codes & investigation conclusions), h10. Additional information: (B)(6). It was being reported that during preventive maintenance (pm) the cardiosave intra aortic balloon pump (iabp) had an issue regarding the chassis leakage current beyond acceptable. Once the device was removed from customer site and brought to agiliti grounding lug was cleaned and connections tightened. Chassis leakage returned to an acceptable value. Device had a broken fiber optic door which was also replaced on this repair. Calibrations, functional testing, and safety testing all passed per factory specifications. Device cleared for clinical use and returned to customer. There was no involvement of the patient.

Event description:
N/a.